Event description:
It was reported that during implant, the lead insulation appeared to be separating from the pin of the lead when the lead pin was pulled on. There was a suspected manufacturing defect. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).